Event description:
It was reported by a urologist, a prostate procedure was performed on (B)(6) 2012. Lasing time: 31.17 minutes; energy: 60-150 watts; and 217, 202 joules used. One day post procedure, cad removed. Seven days post procedure, pt presented with groin pain and fever. Administered oral antibiotic treatment and later IV clinically. Thirty days post procedure, pt was diagnosed with osteitis os pubis. Reportedly "pt appeared to have prostate cancer and is now treated with anti-androgen therapy. Lower urinary track symptoms after treatment were still there and pt has supra public catheter as final solution". No further info was reported.